Event description:
Reportedly, during the implantation of the subject ICD, it was impossible to do a charge time test, after a second interrogation the device showed 2 resets and the magnet frequency of the battery was 87min-1. The device was not kept implanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned unit confirmed that the reported behaviour resulted from unexpected variations of internal power supplies, due to an abnormal conduction of some transistors on the low voltage integrated circuit.

Event description:
Reportedly, during the implantation of the subject ICD, it was impossible to do a charge time test, after a second interrogation the device showed 2 resets and the magnet frequency of the battery was 87min-1. The device was not kept implanted and will be returned for analysis.

Event description:
Reportedly, during the implantation of the subject ICD, it was impossible to do a charge time test, after a second interrogation the device showed 2 resets and the magnet frequency of the battery was 87min-1. The device was not kept implanted and will be returned for analysis.

Event description:
Reportedly, during the implantation of the subject ICD, it was impossible to do a charge time test, after a second interrogation the device showed 2 resets and the magnet frequency of the battery was 87min-1. The device was not kept implanted and will be returned for analysis.